Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 1.3, lab: 4.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.3, reference: 4.3, mean: 2.80, confidence limits: 1.7-3.8. Data analysis of mean calculation from comparison test data provided by end-user revealed that both inratio and reference inr values fall outside of the lower confidence limits. No product was expected to be returned. Accuracy test records were reviewed from a previous case on retained strip lot #221730. Strip deficiency was not established. (B) (4) there is no sufficient information to determine the root cause. As of 02/02/2010, three discrepant result complaints were reported for lot #221730 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.